Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep reports the patient is experiencing shocking when recharging. The shocking occurs during the entire recharge process. The patient wears the belt, and also is wearing clothing during the recharging. We turned the ins off but the shocking still occurs. Reviewed turning down the recharge speed. We discussed replacing the recharger as preventative to rule out and they wanted to try before progressing toward any surgical revisions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was told to put a barrier wash cloth/something) between her and the recharger about two weeks previously to see if it still ¿shocked¿ her while charging. Patient stated that her device had been shocking her every time she tried to charge since the beginning of the implants life. The office was not aware of that. Her first mention of it was 2 weeks ago or so. She needed to get an appointment that worked with her work schedule and therefore we ended up with the meeting yesterday. The issue was not resolved and a new recharger would be sent to patient. Caller called back regarding this specific case and notes that as of (B)(6) and apparently still today the new wr that was sent to the pt is still shocking her. The pt's doc reached the rep and doc feels like he needs to do something to correct the issues no further complications were reported/anticipated at this time.

Manufacturer narrative:
Product ID wr9220 lot# serial# (B)(6), product type recharger product ID wr9220 lot# serial# (B)(6). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the device was replaced on 2022-03-04 with the new system and is under the warranty process. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep reports the patient is experiencing shocking when recharging. The shocking occurs during the entire recharge process. The patient wears the belt, and also is wearing clothing during the recharging. We turned the ins off but the shocking still occurs. Reviewed turning down the recharge speed. We discussed replacing the recharger as preventative to rule out and they wanted to try before progressing toward any surgical revisions.